Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-apr-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that there were high impedances on electrodes 1-7 found during an impedance check. No external or patient factors were noted to have led to the issue. The 8-15 lead was programmed and the issue was resolved at the time of the report. No patient symptoms reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the impedances were greater than 40,000 ohms. No further complications were reported.